Event description:
It was reported that during a ureteroscopy, it was discovered that one of the wires of the device was broken while the device was still in the packaging. Another basket was used to complete the procedure and there were no reported patient injuries. This device was not returned for evaluation. Therefore, a failure analysis is not available. Without evaluating the device co's unable to determine if the device met its specifications.